Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when it was tried to deploy and place the pipeline in the body, there was reluctance due to resistance to deployment, and the distal end of the stent did not open properly, so it was retrieved. When the stent was checked outside the body, the distal end was frayed. The microcatheter and the pipeline stent were replaced with new ones, and the procedure was completed without any problems. It was reported the deployment failure occurred in the distal end of the stent. The pipeline was not positioned in a bend. The pipeline had been deployed more than 50% when it failed to open. The pipeline had been resheathed two times or less. No operation was performed, such as using another device to deploy the stent. The stent was removed from the body. The pipeline was resheathed and retrieved with the microcatheter. It was also reported there was phenom catheter resistance in the distal end of the shaft. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. The catheter was flushed as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the location of the treated aneurysm was the c2 to the c3 of the internal carotid artery. The max diameter of the aneurysm was 7mm and the neck was about 5mm.

Manufacturer narrative:
H3: product analysis #705361100:equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5), in-house 0.0265¿ mandrel drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev f as found condition: the pipeline flex w/ shield pusher and phenom-27 micro catheter were returned for analysis within shipping box; within an opened pipeline flex w/ shield outer carton and within two resealable plastic biohazard pouches. The opened phenom-27 outer carton was also returned. The pusher was returned within the micro catheter and extending out the hub ~40.2cm. The pipeline flex w/ shield braid was already deployed and not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body, distal tip, or marker band. The pipeline flex w/ shield was advanced out with no resistance encountered. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, resheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.8 and the usable length was measured to be ~152.2cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). The inner diameter of the micro catheter was measured to be 0.0270¿ at both ends, which is within specification (specification: 0.027¿ ± 0.001¿). An in-house 0.0265¿ mandrel was inserted into the hub, through the micro catheter body and out the distal end with no resistance encountered. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ and ¿pipeline damaged during delivery/retrieval¿ could not be confirmed as the braid was not returned. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. Possible causes for pipeline damage are high force delivery, over-manipulation, delivering/retracting pushwire against resistance, or deploying/resheathing braid against resistance. Customer reported pipeline was not positioned in a bend, pipeline was resheathed 2 times or less, and all devices were prepared per IFU. The customer report of ¿resistance/stuck during delivery¿, and ¿catheter resistance¿ could not be confirmed as the devices were returned with the braid already deployed. No damages or irregularities were found with the returned pusher or micro catheter that would contribute towards the resistance. In addition, no resistance was found with the returned micro catheter during in-house testing. Possible causes for resistance during the procedure are damage/fraying of the braid, patient vessel tortuosity, insufficient continuous flush or user pulls back on/torques wire while advancing ped in micro catheter. The pipeline flex w/ shield device is compatible for use with the phenom-27 micro catheter. Ngod10 2023-01-29 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.